Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported type 3b endoleak, rather there was a large type 2 endoleak from the lumbar artery. Also, sac growth of 9.3mm caused by the type 2 endoleak was identified. The type 2 endoleak is anatomy related and is not a device related failure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata corrections: g1,2: contact office- name has been updated h6: patient code: remove code 1924 h6: device code: remove code1504 and 2978 h6: result code: remove code 3221 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, an infrarenal stent graft extension was implant to resolve a pervious report event (2031527-2016-00282). Now, approximately 6.5 years post initial procedure, a type 3b endoleak was identified. A secondary procedure was completed. The physician elected to reline the original implanted devices with a bifurcated stent graft and a suprarenal stent graft extension to treat the reported event. The patient was reported as doing well post intervention. Additional information: during the investigation of this event, the reported type 3b endoleak was refuted rather is was a type 2 endoleak (not device related failure) from a lumbar artery. Also sac growth from this endoleak was also identified.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, an infrarenal stent graft extension was implant to resolve a pervious report event (2031527-2016-00282). Now, approximately 6.5 years post initial procedure, a type 3b endoleak was identified. A secondary procedure was completed. The physician elected to reline the original implanted devices with a bifurcated stent graft and a suprarenal stent graft extension to treat the reported event. The patient was reported as doing well post intervention.